Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent anterior cervical discectomy and fusion surgery in which 2 levels were implanted. It was reported that post-operatively, the patient alleged that he lost his voice/developed hoarseness in his voice after the cervical disc surgery.